Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The conductor coils near the distal end of the distal spring and the helix housing unit were flattened. The damage appeared to be from some type of grabbing tool used during the explant of the lead. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The lead exhibited high out of range pace impedances, low amplitudes, and noise. The observations were confirmed when the lead was tested via a pacing system analyzer. The impedances were shown to be 3000 ohms. The lead was removed and replaced successfully. No adverse patient effects were reported.